Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the testing instrument on 07apr2016. The expected positive test well which yielded an unexpectedly negative instrument output, was visually weakly positive. The immucor laboratory tested retention product on 20apr2016 which performed as expected. The immucor laboratory also tested returned blood samples from the customer site on 19apr2016, which yielded expected positive outcomes at the immucor laboratory, and this testing meant that immucor was unable to reproduce the customer's observations of unexpected negative. An immucor field service engineer (fse) visited the customer site on 13apr2016 to assess the testing instrument used. The fse found the rinse station to be dirty, and it was therefore subsequently cleaned. All pinch valves and inline filter were also removed and replaced. The washer manifold was also flushed.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.